Event description:
A customer reported experiencing a cartridge alarm 30 on their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer was instructed to put the faulty pump into storage mode and return it to tandem using a prepaid shipping label, which the customer acknowledged. A replacement pump was sent, and the customer was advised to program their settings and connect their cgm to the new pump.